Event description:
The customer reported to olympus, during an unspecified procedure, the doctor went in with scope and tore pylorus. The patient needed 2 hemostasis clips to stop the bleeding. No additional information available. This event includes 2 reports: c22425229: tjf-q190v, (B)(4). C22427519: maj-2315, unknown.

Event description:
This supplemental report is being submitted to provide an additional h6 hecc code for laceration.